Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly multiple times. Subsequently, the pump reset unexpectedly. The customer's blood glucose level was 154 mg/dl. Reportedly, the customer has an alternate pump available as alternate insulin therapy.